Manufacturer narrative:
The device was received with cracked end cap, minor scratched display window, cracked display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call, the back of the insulin pump fell and it cracked off. He attempted to put tape back on the device. Customer's father stated the device was not dropped or customer wasn't in a car accident. Customer's blood glucose was 18.4 mmol/l. Customer's father agreed to return the device for analysis.